Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device failed during an anterior cruciate ligament reconstruction surgery when the surgeon extended the patients leg. The surgeon had fully completed the procedure with the insertion of the device and an interference screw on the tibial side. When the leg was extended an audible ¿click¿ was heard. The device had failed as the graft was loose. The device was removed through the skin on the femoral side, and the interference screw was removed. According to the surgeon no harm for patient, operator or third party occurred. The femoral socket had to be extended by an additional 5mm and an endobutton was used to finish the surgery successfully. This failure added 30 additional minutes to the procedure. Update 28-apr-2021: it was confirmed that the devices were completely removed after failure.